Manufacturer narrative:
H10: the actual device was received for evaluation containing 74 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The device was filled with flucloxacillin 8000 mg in 230ml sodium chloride 0.9% and connected to the patient via a peripherally inserted central catheter (PICC) on right ¿acf. The reporter stated that the patient was under infused by 30%. The patient had been wearing the pump around the waist and alternating over the shoulder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.